Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl and 2.5 mmol/l ketone level resulting in a hospitalization; healthcare provide identified the ketone level as dangerous. The suspected cause of the elevated blood glucose level was a possible infusion set cannula or site issue. The customer delivered a correction bolus via the pump and set a temporary basal rate to address the elevated bg. While hospitalized, the customer was treated with insulin administered via an insulin pen and was monitored. No issues were identified with the cartridge, infusion set tubing, infusion set cannula, or insulin in use at the time of the event. No issues were identified with the pump. The customer was released from the hospital on (B)(6) 2022, with the issue resolved and no permanent damage sustained.